Event description:
The customer reported receiving erratic readings on their precision xtra meter. Results of 19 mg/dl and 81 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported that due to the readings he took too much insulin and experienced "insulin shock". The customer also stated the medical event happened three times in 2008. It is unknown what events and readings the customer received on each day; however, the customer stated he had 2 seizures and lost consciousness. Additionally, the paramedics were called and treated the customer with glucose. The customer was transported to a hospital where he was diagnosed with severe hypoglycemia, and was treated with intravenous fluids. It should be noted that an investigation into the details of this event is in process. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should also be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.